Event description:
Treo main body bifurcate was used (30x100) and was deployed without issue. When attempting to remove the inner delivery catheter system to leave behind only the sheath, the nose cone of the device got stuck in one of the valves of the leave behind sheath. After attempting to adjust the manual active valve, the device was still stuck. We decided just to pull the entire system out and back fill with a 16fr sheath. The device was saved and is available to be sent back for inspection. There were not any negative clinical outcomes based on this failure. Patient outcome - "there were not any negative clinical outcomes based on this failure."

Event description:
Treo main body bifurcate was used (30x100) and was deployed without issue. When attempting to remove the inner delivery catheter system to leave behind only the sheath, the nose cone of the device got stuck in one of the valves of the leave behind sheath. After attempting to adjust the manual active valve, the device was still stuck. We decided just to pull the entire system out and back fill with a 16fr sheath. The device was saved and is available to be sent back for inspection. There were not any negative clinical outcomes based on this failure. Patient outcome: "there were not any negative clinical outcomes based on this failure."